Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump wouldn't stop the load fill tubing sequence. No adverse impact to customer's blood glucose. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.